Manufacturer narrative:
(B)(4). Additional information: name of the procedure. Unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the rubber portion of the seal cap broke during the initial insertion. Another device was used to complete the procedure. There was no adverse consequence to the patient.